Manufacturer narrative:
Concomitant medical product: dtmb1d4 crtd, implanted: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert triggered by a low left ventricular (lv) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.